Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their general practitioner on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod between 37 and 48 hours. The site was reported to be red, swollen and have a lump where the cannula had inserted. The physician confirmed this to be an infection with an abscess. The patient was prescribed a 10-day course of flucloxacillin 250 mg tablets to be take 4 times a day. The patient had recently developed another infection at an infusion site with a different pod, please see related case (B)(4).